Event description:
It was reported that the patient underwent a l2-l4 laminectomy with tlif at l4-5. It was reported that the surgeon attempted to insert the set screw into the bone screw at l4 but the thread on the bone screw would not allow the set screw to be inserted. The surgeon removed the extender and opened the incision to attempt the insert the set screw again without success. The surgeon removed the bone screw and replaced with a bone screw. The surgery was delayed between 30-60 minutes. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visual review identified the top flank of the thread on one side of the mas head is cracked and bent downward into the lower flank of the thread, and is consistent with misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misalignment of the mas head and set screws during construct assembly.

Manufacturer narrative:
(B)(4). Location : hospital. This part is not approved for use in the united states; however a like device catalog # 54840016545, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.